Manufacturer narrative:
The reported observation of the ¿invalid impedances¿ was confirmed when referencing the returned penta lead. The root cause was due to lead having wire fractures at the proximal end of the swift-lock anchor location.

Manufacturer narrative:
Date of event estimated.

Event description:
Related manufacturer reference number: (B)(4). It was reported that the patient system diagnostics recorded invalid impedances. Surgical intervention took place, during the procedure the set screws were backed out of the ipg and could not get them back in. As a result, the lead and ipg were explanted and replaced to address the issue. Therapy was restored.